Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age / date of birth was requested but was not provided. The events reportedly occurred in the nicu and pediatrics; therefore, it is presumed the patient was a infant/child. Devices/tubing not sequestered.

Event description:
The customer reported ¿multiple events in nicu and pediatric unit, with 24 hr. Chemo infusions did not completely infused after the 24 hrs.¿ due to "their perception is that the alaris pump is so sensitive maintaining the tubing at appropriate height at the level of the patients heart all the time." It was reported by the pediatric staff nurses that they believe that the patient changes in positions, (parents holding their child, walking the patient and the child being in a chair or bed), is creating inaccurate infusion timing and total amounts infused. The customer felt it was a staff practice - height issue. There was no reports of patient harm. The events reported occurred in the nicu/ pediatric unit.